Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex plus covid 19 and flu a/b antigen test kit. The customer just purchased the test kit, so this is an out of box issue. When the customer performed the test correctly with 4 drops in the sample well. The test cassette showed nothing next to the ctrl- line, a- line, b-line and cov-line. The customer was able to send a picture of the test cassette. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080005 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4080005 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H3 - device evaluated by manufacturer. H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - updated based on manufacturer investigation.

Event description:
Invalid result(s): we got a call from a customer that is having an issue with a flowflex plus covid 19 and flu a/b antigen test kit. The customer just purchased the test kit, so this is an out of box issue. When the customer performed the test correctly with 4 drops in the sample well. The test cassette showed nothing next to the ctrl- line, a- line, b-line and cov-line. The customer was able to send a picture of the test cassette. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.